Event description:
Customer reported strip pads coming off.

Manufacturer narrative:
Customer reported they received an order of chemistry strips and strips received had pads falling off in the vials. There are no reports that pt results were affected. Customer technical support (cts) sent customer a new set of strips. The reason for loose pads is under investigation.